Event description:
It was reported that this patient underwent a pacemaker changeout procedure. During the procedure the right atrial (ra) lead was surgically capped due to high out of range impedances, measuring greater than 2,000 ohms. The lead tested on the pacing system analyzer (psa) and the impedance measurements remained high. It was determined that the lead was fractured. No additional adverse patient effects were reported.